Event description:
During an ercp procedure, the physician used a wilson-cook memory basket and soehendra lithotriptor cable and handle to remove an obstructed stone. The exact wilson-cook product model number for the basket was requested but was unable to be provided by the user. Prior to use of the wilson-cook basket a basket made by a another manufacturer was unsuccessfully used. When using the wilson-cook basket, the physician removed the outer sheath from the basket before the soehendra lithotriptor cable was advanced over the basket drive wire. When turning the soehendra handle, the wires in the handle frayed. The wires were clamped at the pt's mouth and the pt was sent to surgery to remove the stones and basket. Post procedure the pt's condition was reported as good.